Manufacturer narrative:
Summary of product evaluation: the device was found to be within product specification. The delivery acuracy was tested and was found to be within specifications. The latching mechanism was inspected, it was found to be undamaged and operating properly. The high pressure switch was tested and was operating within specification, but was replaced due to a dent in the dome of the pressure switch. No problems were found with the fluid delivery of the device.